Event description:
It was reported that the patient underwent a controller exchange on (B)(6) 2022. The reason for the exchange was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed. Log files were downloaded from (B)(4), which was returned and evaluated under MFR#: 2916596-2023-00970. The controller periodic log file showed that a controller exchange to (B)(4) was performed on (B)(6) 2022. No log files from the controller that was exchanged were provided. Multiple requests for additional information to determine the serial number of the exchanged controller and the reason for the controller exchange were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 IFU (rev. C) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.